Event description:
Per the clinic, the device was explanted at the patient's request due to poor performance, resulting in non-use. The device was explanted on (B)(6), 2011. There are no plans to reimplant the patient.

Manufacturer narrative:
This report is filed (B)(4), 2011.

Manufacturer narrative:
(B)(4).